Event description:
It was reported that this patient with a cardiac resynchronization therapy defibrillator (crt-d) presented to the emergency department, following multiple shock deliveries. Upon interrogation, a code 1005, indicative an open circuit condition, was observed. This alert was declared as the shock impedance was greater than 145 ohms. Additionally, it was confirmed that the patient had received a total of eight shocks, resulting in therapy exhaustion. The physician suspected that the arrhythmia was atrial in origin, with subsequent ventricular conduction, and thus the anti-tachycardia pacing (atp) and shocks that were delivered were inappropriate. Boston scientific technical services was contacted and it was discussed that calcification was possibly the cause of the gradually increasing shock impedance measurements. Right ventricular (rv) lead replacement was recommended, as therapy may not be effective with shock impedance greater than 145 ohms. Additionally, as the crt-d device was nearing end-of-life due to normal battery depletion, potential device replacement during the rv lead revision was also mentioned. At this time, the system remains implanted and in-service. The patient is currently hospitalized and intubated.

Event description:
It was reported that this patient with a cardiac resynchronization therapy defibrillator (crt-d) presented to the emergency department, following multiple shock deliveries. Upon interrogation, a code 1005, indicative an open circuit condition, was observed. This alert was declared as the shock impedance was greater than 145 ohms. Additionally, it was confirmed that the patient had received a total of eight shocks, resulting in therapy exhaustion. The physician suspected that the arrhythmia was atrial in origin, with subsequent ventricular conduction, and thus the anti-tachycardia pacing (atp) and shocks that were delivered were inappropriate. Boston scientific technical services was contacted and it was discussed that calcification was possibly the cause of the gradually increasing shock impedance measurements. Right ventricular (rv) lead replacement was recommended, as therapy may not be effective with shock impedance greater than 145 ohms. Additionally, as the crt-d device was nearing end-of-life due to normal battery depletion, potential device replacement during the rv lead revision was also mentioned. The patient is currently hospitalized and intubated. However, the sales representative recently confirmed that no surgical intervention has occurred and at this time, the system remains implanted and in-service. No further information was provided regarding the patient status.